Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, urinary frequency, scarring, urinary retention, urinary tract infection, and hematuria. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. Kenneth baker due to bladder pain, abdominal pain, and dysuria and on (B)(6) 2014 by dr. Mark j. Makhuli due to vesicovaginal fistula and mesh erosion. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, placement of the adjustable contasure sling, anterior repair of the vaginal wall with anterior colporrhaphy along with colpopexy performed.